Manufacturer narrative:
G4: 30mar2020. B4: 31mar2020. After numerous attempts to obtain information on the repair of this device and patient involvement with no response, this complaint is being closed. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24dec2019.

Event description:
The customer reported failed leak test and unit needs a new battery. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.